Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that some noise on ventricular channel was observed during device interrogation in clinic. Patient is not device dependent. All electrical measurements were stable. No changes made. Patient was stable and will continue to be monitored.